Event description:
It was reported, "I make 3 attempts to pass a PICC catheter, 2 in left superior member and 1 in right superior member. I perform insertion of a 46 cm, but without success. In msd I made a 36 cm insertion, when I removed the guide wire from the catheter, it didn¿t come out, I made numerous attempts to remove the guidewire, without success. PICC catheter was stretched and the guidewire was damaged, and it was possible to remove it after removal of the patient¿s catheter. Patient guidance, pharmaceutical communication, medical communication for a new PICC request."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.